Event description:
Interesting finding. Recently diagnosed with supraventricular tachycardia. (Svt) my heart has gone up to 288 during an episode. Well, didn't use inspire implant since (B)(6) because I was on vacation and couldn't remember where I packed remote. Did not have any svt episodes except for one on the (B)(6)! I had used inspire on night of the (B)(6). My thought is the proximity of the implant and the electrical stimulation to the vagus nerve may be partially responsible.